Event description:
It was reported that stent deformation post deployment occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 2.75x20mm promus element plus drug eluting stent was advanced and implanted to treat the lesion. Upon post dilation with an unspecified balloon catheter, the stent was deformed. A 3.5x12mm promus element stent was implanted overlapping the deformed stent in the proximal left anterior descending artery extending to the left main trunk. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).